Event description:
Revision surgery 4 years after primary; the pt complained about instability in flexion. A CT revealed an internally rotated femoral component (4 degrees). The surgeon removed the tibial insert and trialled an evolis ultra-congruent insert size 2/11mm. Unfortunately the knee was tight in extension, but still lose in flexion due to significant laxity of the surrounding soft tissue. The surgeon decided to revise the complete evolis primary knee. We have been informed of the problem on 10/21/, while the revision surgery was performed on (B)(6). MFR ref #3005180920-2014-00159.